Event description:
A report was received that the patient had charging issue. It was also reported that ipg was getting hot and burns her even when not charging. The patient underwent explant procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm; model#:sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm; model#: sc-4316, lot#: 16204847, description: next generation anchor kit-sterile. Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics. Sc-8216-50 (sn: (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The paddle lead was cut during the explant procedure. The electrode #8 was missing and the electrode #16 was dislodged. There was no report regarding impedance anomalies. The source of the damage was unknown. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the lead passed visual, electrical and photographic imaging tests performed. Visual/x-ray inspections and impedance measurements were performed to ensure the device integrity. No anomalies were found. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the lead passed visual test performed. Electrode #e3 was fractured at the weld nugget in the proximal end. There were no exposed cables. There was no report regarding impedance anomalies. The source of the damage was unknown. Sc-4316 (lot #: 16204847) no anomalies were found.

Event description:
A report was received that the patient had charging issue. It was also reported that ipg was getting hot and burns her even when not charging. The patient underwent explant procedure.

Event description:
A report was received that the patient had charging issue. It was also reported that ipg was getting hot and burns her even when not charging. The patient underwent explant procedure.

Manufacturer narrative:
Additional information was received that the missing contact in the electrode was not left in the patient¿s body. All contacts were removed from patient.